Event description:
The caller reported the flange of the tracheostomy tube separated during pt use. The tube was removed and the pt was re cannulated. The tube is not available and the lot number is unk.